Event description:
Philips dreamstation 2 auto CPAP advanced ref dsx520t1c serial number (B)(6) was a replacement for the dreaamstation recall. I received the dreamstation 2 in (B)(6) 2022. The first few nights it produced a strong smell in the forced air that burned as it entered my nose, throat and chest. I pulled the it off let it run and it cleared up. Since then, it would occasionally due the same thing. This would happen a couple times a month. Over the past few months, it is happening weekly. The strong smell and burning sensation is getting stronger and wakes me up in the middle of the night and I quickly remove my nasal cushion and hose. Last night ((B)(6) 2026) at 4:30 am, I woke up coughing with my nose, eyes, throat a chest burning and this horrible smell coming from the hose. I cannot describe the smell it is like a burning smell, not smokey but like a well overheated something. It is now 9 am. The inside of my nose is still burning, my lungs/bronchial tubes hurt, and my eyes are still stinging. I called philips help line to report the issue. They want to take it to my medical supply provider - but they are the one that provided it in the recall. That is why I called them first. If my symptoms do not improve, I will be heading to the doctor. I clean the machine as directed with a damp cloth and mild dish soap, use distilled water and change filters. This has been going on and off for years, but last night was horrible.